Event description:
The facility representative reported a flo-gard infusion pump that does not function. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported to have occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard that does not function was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be an inoperative main battery. The main battery and harness were replaced to correct this condition. A device history review could not be completed as the data-card retention period has expired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.